Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the electrical plug circuit of the transmitter was burnt. As a result, the transmitter was unable to power up. The transmitter was replaced to resolve the event. The patient did not experience any adverse consequences due to the event.

Manufacturer narrative:
The visual inspection revealed no physical damage to the outer housing of the merlin@home transmitter and no physical damage to the outer casing of the ac power adapter; however, the inspection of the green contact strips in the ac power adapter verified the burnt damage mentioned in the event. In turn, the transmitter was not plugged into a working ac electrical outlet. Upon opening the ac power adapter, inspection revealed that there were burnt components on the front side of the main pcb. Inspection of the opened transmitter revealed that there was no damage to the main pcb or to its¿ inner housing. The original ac power adapter was replaced to test the transmitter with the ac power adapter. The unit was then plugged into a working ac electrical wall outlet and the power on function was performed successfully. Testing revealed that the burnt components on the ac power adapter¿s main pcb caused the merlin@home transmitter to not power on. The ac power adapter is equipped with safety components to prevent over current events except for external natural events (such as lighting strikes and high-power line transients). Such events cause the power supply to stop functioning, making the unit non-operational. The failure was contained within the housing and posed no risk of exposure to the user or patient. The field complaint failure to power up transmitter and the circuit of the plug being burnt was verified.